Event description:
The vitrectomy cutter failed to cut properly during use. There was no injury to the patient.

Manufacturer narrative:
Manufacturing changes have been initiated to address this issue.